Event description:
On (B)(6) 2015, the reporter for the lay user/patient contacted lifescan (lfs) alleging that their one touch verio iq meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation as medical surveillance specialist (mss) was unsuccessful in two attempted follow up calls. The reporter alleged that the power issue first occurred on ¿(B)(6) 2014¿. The patient currently takes insulin pump to manage their diabetes. The reporter stated that the patient denied taking any action as part of their regular diabetes management routine due to the alleged power issue. On an unknown date and time, the reporter stated that the patient claimed to develop the symptom of ¿throwing up¿. The reporter stated that on ¿(B)(6) 2014¿ the patient received treatment of food /drink from a health care professional (hcp) in an urgent care clinic. The reporter also stated that on ¿(B)(6) 2014¿ a meter reading of 72mg/dl was obtained on the clinic¿s device. At the time of troubleshooting the cca noted that there was no misuse of the product, that it was not the first time the product was being used and the customer did not notice a battery indicator appear on the display when turning the meter on. Cca also noted that the meter did not power on when inserting a strip and based on the information provided was unsure what the issue was. Replacement products were sent to the patient. This complaint is being reported because the user allegedly received medical intervention whilst using the product and therefore cannot be ruled out as a factor. In addition is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.